Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -03.00/+0.5/167 (sphere/cylinder/axis), into the patients right eye (os) on (B)(6) 2023. The lens was removed on (B)(6) 2023 due to excessive vaulting. This was the replacement lens for MFR. Report # 2023826-2023-03104. The lens was replaced with a shorter lens and the problem was resolved. Pressure and arch high is good.

Manufacturer narrative:
A4: unk. A5: unk . A6: unk . H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
Corrected data: b3: date of event: 23-jun-2023. B5: the reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, 03.00/+0.5/167 (sphere/cylinder/axis), into the patients right eye (od) on (B)(6) 2023. The lens was removed on (B)(6) 2023 due to excessive vaulting. This was the replacement lens for MFR. Report # 2023826-2023-03104. The lens was replaced with a shorter lens and the problem was resolved. Pressure and arch height were good. The cause of the event was unknown. Claim # (B)(4).